Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained rv oversensing was observed. Review of the episode revealed myopotential oversensing. The oversensing was unable to be reproduced in-clinic, so the physician elected not to make any programming changes. The patient will continue to be monitored for future occurrences.